Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the key contacts. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the contrast, ok, up, and down buttons were worn but the keypad was intact. Evaluation revealed all of the buttons responded appropriately. Evaluation revealed that there was contamination under the all contacts.